Event description:
Same case as MDR ID: 1649384-2013-00035, 00036. It was reported that post-operative screw breakage occurred. The pt previously underwent a six level c2-t1 spinal fusion procedure using nexlink instrumentation due to myelopathy and spondylolisthesis. Of note, only one screw was placed at c7 and no screws placed at c6 due to pt anatomy. F/u routine xrays performed on (B)(6) 2013 revealed three screw shafts were broken, although it is not known/not reported when the breakage occurred. The single 22mm screw at level c7, and both 24mm screws at level t1 were broken mid-shaft. There was no notable event or trauma reported. The treatment plan is to monitor the pt as they are asymptomatic. The pt is not yet fused at the treated segments.

Manufacturer narrative:
(B)(4). Additional relevant info will be provided when the device eval is completed.